Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (1500 mcg/ml at 484 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported the patient had issues with their pump flipping in the pocket since their pump was replaced. The patient went to their second refill today and there were expecting 8.4 ml however the pulled out 18 ml. It was noted the patient had increased spasticity. The patient had been referred to the neurosurgeon for a sub fascia revision in the beginning of september but they were wondering if the pump should be replaced. The pump logs were checked and there was no issues with the pump according to the logs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.